Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the implantation of a dvr plate, the screw hole fractured causing the plate to be removed from the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that while bending and contouring the dvr plate to prepare for implantation, the plate fractured through the screw hole. There were no patient consequences as a result of the malfunction, as the plate had not yet been implanted. Attempts have been made and additional information on the reported event is unavailable at this time

Manufacturer narrative:
The reported event was confirmed, as a photo was received showing the fracture. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.